Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that a piece of metal broke off where the blade insert is located during setup prior to the start of a procedure. There was no pt involvement. There was no user injury or any other adverse consequences reported as a result of this event.